Manufacturer narrative:
Add'l info will be provided following the conclusion of the MFR's investigation.

Event description:
The resident was being lifted from her bed with a marisa lift when she fell out of the sling and hit her head on the leg of the lift and cut her head. The caregiver stated that she thought she heard for sling clips lock into place when she started to lift the resident. The resident suffered a laceration that required 8 stitches to close.